Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss , low battery alert less than 1 week unknown and failed batt test unknown anomaly due to blank display. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that they were having battery issues and error messages with the insulin pump. Customer had low battery alert, battery out limit and blank display. Blood glucose level at the time of the incident was not provided. During troubleshooting, customer stated they were able to complete the rewind process. The customer was advised that they will receive a battery cap replacement. The customer called back to have the insulin pump replaced and agreed to return the product for analysis.